Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the remote transmission revealed the implantable cardioverter defibrillator (ICD) exhibited right ventricular loss of capture due to low outputs. The device was reprogrammed. The patient was in stable condition.